Event description:
It was reported via our sales rep, that while the surgeon was removing an implant, when he tried to unscrew the blocker of the monoaxial screw, the internal part of the blocker broke. It was further reported that it resulted in making impossible the extraction of the blocker ((B)(4)). It was further reported that the surgeon unscrewed the monoaxial screw.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.